Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump is infusing meds to slow" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was infusing medicines too slow during testing in the biomedical service department. There was no patient involvement. No additional information is available.